Manufacturer narrative:
In addition to the flow rate accuracy issue, the device also failed the 8psi and 30 psi occlusion test. All issues discovered may be related to the physical damage of the front panel. The device was repaired, recalibrated, and tested to meet all specifications on (B)(6) 2018. The pump periodic preventive maintenance (pm) interval recommended by zyno medical in the instructions for use (IFU) is one year. Our company records indicate that the last pm performed by zyno medical for this pump was on (B)(6) 2016.

Event description:
During the internal testing for a device returned for repair on (B)(6) 2018, the device was found to have a flow rate accuracy of 229.75%, which was outside of the +/-5% specification. Visual inspection showed that the front panel was damaged. No patient was involved in this event.